Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment and was implanted with gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient expired, the cause of death is unknown. Further investigation is pending.

Manufacturer narrative:
Additional investigation was performed but did not yield a cause of death for the patient. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: death.

Manufacturer narrative:
Corrected IFU statement: the instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites).